Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No communication error alarm or off no power alarm noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had off no power alarm without low battery alert. The customer's blood glucose level was 125mg/dl. The customer received spi to motor pic communication error. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.